Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
Material #: 305780 batch#: 4206669. It was reported by customer that they are randomly not expelling all the medication out of the syringe. Verbatim: complaint received via email(s) attached. Email from mckesson distributor representative: "I have a customer with a serious problem with bd syringes. They are randomly not expelling all the medication out of the syringe. I have called bd with all this electronic responses is a worthless waste of time for me. I have been trying to connect via phone 2 times they disconnect me and by the chat on the website and they just disconnect me. The customer is...".

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll w/ndl eclipse 25x5/8 rb needle clogged / blocked. It was reported by customer that they are randomly not expelling all the medication out of the syringe. Verbatim: complaint received via email(s). Email from (B)(4) distributor representative: "I have a customer with a serious problem with bd syringes. They are randomly not expelling all the medication out of the syringe. I have called bd with all this electronic responses is a worthless waste of time for me. I have been trying to connect via phone 2 times they disconnect me and by the chat on the website and they just disconnect me. The customer is..."